Event description:
There was an allegation of questionable results from the cobas 8000 cobas e 602 module. Refer to the attachment to the medwatch for all patient data. The questionable results were reported outside of the laboratory and were amended. The tsh reagent lot number was 63640900. The testosterone reagent lot number was 62075900. The shbg reagent lot number was 61078700. The prolactin reagent lot number was 58163600. The folate reagent lot number was 65161800. The ferritin reagent lot number was 60072100. The expiration dates were requested but were not provided.

Manufacturer narrative:
The field service engineer replaced the measuring cells, performed system primes and purges, ran a system volume check, adjusted the voltage and ran performance testing. The customer ran calibrations and qc that were acceptable. The investigation determined the service actions resolved the issue.